Event description:
A device report from australia indicates during a procedure surgeon used to correct technique locking down the locking caps on the screws with the torque driver and counter torque device. Surgeon decided to distract between two screws and went to remove one locking cap. Surgeon used the counter-torque to unlock the cap without success. Surgeon noted as he was trying to unlock the screw it appeared the screw was pulling the patient's bone and may be loose. Surgeon opted to use a cross link to ensure the stability of the construct and completed procedure.

Manufacturer narrative:
Product was returned and went for testing. Device was found to meet specifications.